Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The sensor was inserted in patient's arm on (B)(6) 2014. The patient had taken medication containing acetaminophen prior to the inaccuracy. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver's data log was received and reviewed on (B)(4) 2014. The complaint of inaccurate reading was confirmed.